Event description:
It was reported to philips, that the high voltage capacitor needs replacing. The field service engineer (fse) evaluated, the high voltage capacitor. And found, it was not within output specifications. The device needs a high voltage capacitor. Upon conclusion of the evaluation. It was determined, that the high voltage capacitor requires replacement. It was replaced. The device passed testing. And was put back into service.

Event description:
It was reported to philips that the high voltage capacitor needs replacing. There was no patient involvement.